Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with missing display window/cover, pillowing keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device received with unresponsive buttons due to corroded keypad trace. Unable to perform displacement test and self test or verify pump error 53 and frozen screen due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button error alarm. Customer stated that the insulin pump had insulin pump error alarm. Customer was not able to clear alarm. Customer stated that the screen was frozen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.